Event description:
The customer reported the ventilator would not work on battery power. The customer reported the device was not in use therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) was able to duplicate the reported problem. The fse replaced the battery to address the reported problem. Applicable final testing was performed and passed. Power failure due to loss of battery power may result in shutdown of device during normal ventilation operation. Proper care, maintenance and testing should be performed when using battery power sources.